Manufacturer narrative:
Exact date unknown, event occurred in 2010. Additional suspect medical device component involved in the event: product family: linear st lead kit 50 cm; upn:(B)(4); model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to infection. No further information has been obtained despite good faith efforts. The explanted devices were not returned.